Event description:
Ous MDR - the x-ray, taken (B)(6) 2014 show this lead was back in the cs. The threshold was > 5.0 a 1.5 ms. The physician plans to replace the lead. No exact event date was provided and at the time of this report, no explant or revision date has been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.